Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2018. Electrogram analysis revealed a noise problem on the right ventricular channel of the implantable cardiac defibrillator. Noise was noted to be occurring at regular intervals. Programming changes were suggested, but not made. On (B)(6) 2018, the patient had a syncopal episode and was hospitalized. Programming changes were made. The patient did not experience any additional adverse consequences and would be continue to be monitored.